Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated, the surgeon inserted an aa4203tl toric optic silicone single piece lens. Lens tore during insertion into the eye. Lens was removed with no patient injury. Another same model and size lens was implanted. Reporter stated lens tear was due to loading error by tech.